Event description:
One pt sample with discrepant hcg stat results. Initial result <0.500 mlu/ml. Same sample repeated gave result of 6169 mlu/ml. Erroneous results were not reported. The field service representative determined the cause to be a liquid level detection problem. The instrument was repaired.